Manufacturer narrative:
(B)(4). Reporter number was not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery handpiece recon sagittal saw device thread saw coupling was stripped and defective and the tension tube was stripped. It was further determined that the device failed pretest for check falling out protection (steal ring), check response of on/off trigger, check the saw head's locking mechanism, check proper function of the trigger, check for leakage, check status of development, check the saw blade coupling and check the fitting of the lid. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.